Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Faulty on off button. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 13th january 2012. On receipt of the device, information from the history log showed three power ons during which the pad-pak had been removed without powering off the device. During testing the unit was successfully powered on but could not be powered off via the on/off button, confirming the reported fault. This was attributed to the corrosion observed on track 13 (on_button) of the membrane tail resulting in an increased resistance across the track, and would indicate the device had been stored outside of the recommended conditions. The fault could not be replicated with a new membrane fitted. This would confirm a fault with the original membrane. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Faulty on off button. No patient involved.